Event description:
It was reported that occlusion alarms occurred. Customer performed the load process to address the issue. There was no adverse impact to customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.